Manufacturer narrative:
The t:slim pump user guide states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that after an unaddressed low power alert and low power alarm, the pump shut off overnight due to insufficient battery power. The customer awoke with an elevated blood glucose level (377 mg/dl). An hour and a half later, the customer reported that blood glucose level was coming down (185 mg/dl) in response to correction boluses given via the pump.